Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material inside the bending section, channel outlet and the jet tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the plastic distal end cover, the auxiliary water channel between the plastic distal end cover and distal end, and the nozzle; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.